Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "implants have ruptured" and "one breast felt really hard and she had a lump on the other side".

Event description:
Patient reported "implants have ruptured" and "one breast felt really hard and she had a lump on the other side". This relates to the right implant. Device remains implanted.